Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/21/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: it was reported that the issues include ¿receiving empty product package¿ and ¿stratafix sutures detaching from the needle.¿ ¿ could you please clarify which lot corresponds to each issue? 10ag1h: 10d12p: 10e5h0: ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) all lot numbers and product codes were reported due to needle releasing from suture too easily. The product complaint is not for "empty packaging." The hospital contact person reporting the event is: kf to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported to the sales rep that during unknown procedure the implant coordinator in the operating room reported receiving empty product packages and was informed that the stratafix sutures had been detaching from the needle (needle ¿pop-off¿ issue) during use. No patient consequences. Device is not available for return. Additional information was requested.